Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the serial number of the controller was unknown, and the cause of the stimulation turning off was unknown at this time. The rep will follow up with the patient if they received a new controller battery and if their controller issues are still ongoing. It is unknown if the issue has been resolved at this time, but the rep will have more information after speaking with the patient.

Event description:
Additional information was received from the patient. It was reported that the patient clarified that they are not sure in the last 3 months but in the last month it has turned off 4 times. It came up that they needed their controller battery replaced. They spoke with a person but they have not received a battery. No change in the activity or accidents. They try to keep it charged but after find that it has still 80% after several days and then discover it is off. They plan to bring it to their next appoint and contact the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they needed a new battery pack for their controller. Patient stated they saw a rep yesterday and was told to call patient service for a battery pack replacement. Patient stated their stimulation is turning off without them turning it off. Patient stated they can tell when the stimulation is not on because they feel the tingling when it's on. Patient mentioned this happens, 'the controller screen turns itself off, meaning the controller is off, meaning my device (ins) is off.' Patient stated this issue has been going on for '3 months maybe, it's been off and on. It doesn't happen a lot - it doesn't happen every day,' and did not provide further information. Agent reviewed stimulation information and the patient will monitor and call back for assistance as needed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.